Event description:
The event involved a plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software where the customer reported that it turns off by itself. There was reported patient involvement, no delays and/or adverse events on the patient.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Manufacturer narrative:
The device was tested, and no problem was found. A service history review was performed, and it was found that there was no previous service activities related in the last 12 months.